Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced system connectivity issues. Or staff cycled system power and reseated blue fiber cables before calling. Patient is not in the room. Technical support engineer (tse) instructed or staff to cycle system power and robot circuit breaker, console circuit breaker and tower circuit breaker for over one minute. System never completes power up. Live logs not currently available. Asked or staff to disconnect blue fiber cables and power each component in standalone mode. Or staff confirmed each component powered till power button led was solid blue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The common compute controller (ccc) was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system where the component functioned as expected. The vsc monitor could not show full display on the screen and the vision cart power button not stop blinking blue with a message of insufflator disabled. System was not be able to program. Psc is connecting but never completed. Unit was installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked per document 1069151-01. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that bricked ccc was found to be the root cause of the reported failure.